Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive testing which included bench handling, power cycling testing without duplicating the reported malfunction. The device passed the final test procedure, was recertified, and returned to the customer. It is important to mention the multi-function cable used at the time of the reported event was not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.